Manufacturer narrative:
All operating currents are within specification on the insulin pump. There were no unexpected low battery or off no power alarms noted. The pump passed the self-test, off no power test, and unexpected restart error test. The pump was received with a detached and broken off end cap. They were unable to complete the functional test including the basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test due to the detached and broken end cap. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she normally takes about 25 units of insulin a day. Customer noticed that yesterday her blood glucose was staying high and she kept bolusing but her blood glucose would not go down. Customer stated that she took the insulin pump off and put it in a bowl to test if insulin is going through. Customer stated that she did a 3 unit bolus but barely any insulin came out. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer's current blood glucose is 160 mg/dl. Customer had related symptoms to her high blood glucose such as nausea and extreme nervousness. Customer stated that she tried to treat with the pump. Customer declined to check her settings. Customer performed the high pressure test and it failed. Customer was advised that the pump will need to be replaced. Customer was advised that it is being replaced because the pump can't detect if something is blocking the flow of insulin.